Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-31333. Related manufacturer reference number: 2017865-2021-31335. It was reported that the patient presented in clinic due to hemorrhaging in the pouch. Upon the revision procedure, it was noted that there was a system infection and centerless pericardial effusion and tamponade. The right ventricular (rv) and right atrial (ra) leads were explanted and replaced while the implantable cardioverter defibrillator (ICD) was left in place. The patient was stable throughout the procedure.